Event description:
This supplemental report is being filed to provide additional information that the patient had another inappropriate shock due to the oversensing myopotential noise. The sensing vector was programmed to the primary vector at the time of the shock. Technical services advised some testing options. Office testing with significant pocket manipulation found no noise in the secondary sensing vector. There were no additional adverse patient effects. The system remains implanted. It was reported that the patient had two inappropriate shocks due to oversensing of noise. Some x-rays were taken to confirm proper connection. The x-rays and the system manipulation were supportive of a fully and tightly connected electrode based on the troubleshooting results. Technical services discussed some programming options. There were no additional adverse patient effects. The system remains implanted.

Event description:
It was reported that the patient had two inappropriate shocks due to oversensing of noise. Some x-rays were taken to confirm proper connection. The x-rays and the system manipulation were supportive of a fully and tightly connected electrode based on the troubleshooting results. Technical services discussed some programming options. There were no additional adverse patient effects. The system remains implanted.